Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This is a surgeon specific instrument that was produced without a magnetic connection (standard cut blocks have magnetic connection). As this is surgeon specific, this was the only instrument for this lot that was distributed. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Product was received in like new condition and met print specifications but the design was incorrect. It was found that the combination of the two components resulted in the femoral distal resection to be in the incorrect location. All four sets were contained and the design was corrected.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing a custom cut block on (B)(6) 2014. During the procedure, the custom cut block was not measuring or cutting accurately. A standard cut block was used to complete the procedure successfully. Upon inspection, it was alleged that there was an approximately 3mm difference between the custom cut block and the standard cut block.